Event description:
During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. While performing ablation in the septal wall of the right ventricle the patient became hypotensive. Fluoroscopy and echocardiogram revealed a perforation in the basal portion of the right ventricle requiring a pericardiocentesis to stabilize the patient. Two days postoperative the patient expired due to their co-morbidities. There were no performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.